Event description:
It was reported that "during epidural analgesia, the catheter spontaneously disconnected at the level of the filter. Consequences for the patient: loss of effectiveness of the epidural analgesia. The filter was changed and the catheter was reconnected by the anesthesiologist". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.